Event description:
It was reported that the user experienced hyperglycemia up to 400 mg/dl followed by hypoglycemia to 50 mg/dl several hours after announcing a usual meal and later stated the meal size may have been larger than announced. Symptoms included low blood glucose requiring intake of carbohydrate. Outcomes included self-treatment without third-party assistance, medical intervention, or hospitalization. Investigation included user education and troubleshooting on meal announcements and carbohydrate estimation. Investigation of this case revealed user-related factors associated with an incorrect meal size announcement. It was concluded that the event was related to use error with meal announcement rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.